Manufacturer narrative:
On 12-oct-2017 product investigation results: reporter returned toothbrush handle on 22-aug-2017. Toothbrush handle was identified as an oral-b power toothbrush, version unknown on 14-sep-2017. Investigation results showed that: the refill shows signs of end of life, because the wear is obvious. Furthermore there are damages at brush disc that could be explained only by an effect of force, such as the pushing of the safety pin outwards by biting on the brush disc. Manufacturing or design issue is unlikely based on investigation.

Event description:
Almost choked [choking sensation]. Top part came off into mouth / brush head came off in mouth [device breakage]. Case description: report source: non-event - spontaneous. A wife reported via phone on (B)(6) 2017 that her husband of unspecified age was disabled and she brushed his teeth for him with an oral-b rechargeable toothbrush, version unknown. The wife explained that her husband bit on it as she went to take it out of his mouth and the oral-b crossaction power brushhead came off into his mouth. The wife stated that her husband could have swallowed it and choked. No symptoms developed. No further information was provided. On (B)(6) 2017 received wife's follow-up phone call: the wife reported that she had been using the oral-b crossaction power series toothbrush to brush for her disabled husband to stimulate his gums. The wife explained that as she was brushing his teeth, the brush head came off in his mouth and almost choked him. She explained that her husband became frightened, and she had to reach into his mouth and remove the brush head. This was the first time he had used these particular brush heads. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation], top part came off into mouth / brush head came off in mouth [device breakage]. Case description: report source: non-event - spontaneous. A wife reported via phone on 07-jul-2017 that her husband of unspecified age was disabled and she brushed his teeth for him with an oral-b rechargeable toothbrush, version unknown. The wife explained that her husband bit on it as she went to take it out of his mouth and the oral-b crossaction power brushhead came off into his mouth. The wife stated that her husband could have swallowed it and choked. No symptoms developed. No further information was provided. On 07-jul-2017 received wife's follow-up phone call: the wife reported that she had been using the oral-b crossaction power series toothbrush to brush for her disabled husband to stimulate his gums. The wife explained that as she was brushing his teeth, the brush head came off in his mouth and almost choked him. She explained that her husband became frightened, and she had to reach into his mouth and remove the brush head. This was the first time he had used these particular brush heads. The case outcome was recovered. No further information was provided.